Event description:
It was reported that the user¿s ilet displayed ¿unable to proceed, please check alerts¿ when attempting to announce a meal, after which tubing fill without a cartridge succeeded to 100 units, but the error persisted when reconnecting and attempting the meal announcement; the user was advised to change supplies and later could not be reached for follow-up on insulin delivery status. Symptoms included no reported adverse physiological effects and no change in blood glucose. Outcomes included no impact on daily activities beyond a brief delay and no medical intervention or hospitalization. Investigation included technical troubleshooting by customer support and a follow-up outreach attempt. Investigation of this case revealed that the screen and user interface were intermittently unresponsive during meal announcement with no additional alerts documented. It was concluded that the device function issue was not replicated to resolution during the call and that replacement of disposable components was recommended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.